Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that there was actual rotation and a cutter was stuck in the device which stopped the completion of the pre-test. The assignable root cause was determined to be due to component damage caused by misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device evaluation update: upon further investigation, reliability engineering was able to remove the cutter device lot # h073090672 that was stuck inside the attachment device. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device evaluation update: upon further investigation, reliability engineering observed that there were black discolored areas on the cutter surface. It was further determined that the presence of discoloration on the surface area indicated that the attachment device had dirty ball bearings from improper cleaning at the customer site. The cutter device was assessed and it passed all manufacturing specifications. It was determined that the cutter device did not cause the failure. The assignable root cause was determined to be due to improper cleaning, which is user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgery, it was observed that the attachment device would not spin. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.